Manufacturer narrative:
H3 evaluation summary: d10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger, (serial#unknown). Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection noted that there was contamination on the charging contacts and the oled (organic light-emitting diode) screen was discolored. Functional testing noted that the handle was received with a fully depleted battery. The handle was inserted into a charger to charge. Eventually, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger, but it did not initialize. It was reported that the display screen turned off unexpectedly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the handle was inspected in an attempt to perform an update, but the screen was blacked out. When the handle was plugged into the charger, the green blinking light turned steady, and even after it was lifted again, the screen remained blacked out. The issue was unresolved. There was no patient involved. The charger worked also with other handle/with green light while charging. Medtronic's initial evaluation of the incident is that both battery cells were found to be vented.